Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported issue occurred due to excessive use. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported defect, there is a shadow on the image due to a damaged (sunken) optical lens system. Also, the eye piece lens is chipped. The distal end fiber is damaged and minor scratches on the outer tube. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that the customer ¿ultra¿ telescope has a ¿broken rod lens¿ defect. The reported defect was found at an unspecified event. No death injury or infection and no person or other was affected has been reported to olympus.